Event description:
It was reported that the user experienced loss of glucose readings on the ilet while the dexcom g7 app continued to display data, consistent with a communication or connectivity issue between the cgm and the ilet. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no alarms or alerts, and continued therapy after restoration of signal to the ilet. Investigation included troubleshooting and education during the call, after which the ilet reconnected and resumed displaying glucose readings. Investigation of this case revealed a transient signal loss to the ilet only, with device function restored after reconnection and no device component replacement indicated. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication interruption.